Event description:
Phaseal did not lock before engaging, causing needle to be exposed and not securly locked in place during chemo administration. New phaseal obtained from pharmacy. Defective phaseal placed in biohazard bag, labeled with pt information and given to nursing supervisor.